Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional, relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after an interventional procedure. Reportedly, the sutures failed to engage resulting in a cuff miss. Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reportedly in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned device did confirm the reported cuff miss. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances relevant to the reported event associated with this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.